Manufacturer narrative:
The investigation could not determine a specific root cause. The issue was not reproducible. As both the tsh and ft4 results were low, an issue with the sample or a too low sample volume was likely the root cause. No adverse event was reported.

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample. The sample was repeated on another cobas e411 rack analyzer serial number (B)(4). The initial tsh result was 0.101 uiu/ml and the repeat result was 4.30 uiu/ml. The initial ft4 result was 0.552 ng/dl and the repeat result was 1.77 ng/dl. The repeat results were reported outside the laboratory. No adverse event was reported. The tsh reagent lot number was 169355 and the ft4 reagent lot number was 167635. The expiration dates were not provided. The field service engineer checked the sampling positions and flow channel. No problems were found.

Manufacturer narrative:
This event occurred in (B)(6).